Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that insulin pump received a battery out limit alarm and was not able to clear, even after troubleshooting. Customer's blood glucose was unknown. It was reported that the act and esc buttons were not responding, therefore, alarm could not be cleared. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. Unable to confirm the unexpected battery out limit alarm and low battery alert due to the unresponsive buttons. Unable to perform any tests due to the unresponsive buttons. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.